Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes of the lifevest equipment. Patient described the area as blisters with scabbing. There was no alleged device malfunction contributing to the irritation. The patient's physician was made aware of the skin irritation. The patient ended use of the lifevest. It is unclear if the physician advised the patient to end use. Reporting out of abundance of caution. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.